Event description:
It was reported that pump display had missing pixels and customer could not interact with the touchscreen. There was no adverse impact to the customer¿s blood glucose level. Customer revered to an alternate method of insulin therapy.